Manufacturer narrative:
H10: this report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported a safety valve occlusion alarm. The original patient circuit was not available. The device was in clinical use at the time of the occurrence, no patient harm was reported. The biomed had no information to provide on the patient involvement upon follow up.